Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no unexpected battery out limit alarms or frozen screen noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump became frozen. The patient's blood glucose at the time of incident is unknown. The customer was unable to use the pump, and when the battery was changed the pump alarmed with a battery out limit that she could not clear. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.